Event description:
It was reported that when the physician pressed the start button a heating error was received. No pt consequences are reported. The procedure was done under local anesthesia and surgery time was extended by 1 to 1.5 hours. The procedure was subsequently completed using another device.